Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # p91n2w. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that error code '5' alert screen displayed by generator during procedure. Reinstalled but abnormal metal noise was noted, and the titanium tip was broken then. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.